Event description:
The customer reported a possible false-negative result. The customer was symptomatic and tested with the indicaid product with a negative result while positive results were obtained for two different test brands. There is no injury or hospitalization reported by the user. This report is being submitted, pursuant to section IV(q) of the product's letter of authorization, to report adverse events including occurrences of potential false results.